Event description:
Pt experienced severe hypoglycemia, loss of consciousness and seizure requiring emergency medical care and hospitalization. Report indicated that pt called medtronic minimed and was talked through multiple cycles of trying to get the pump to stop priming without realizing that pt was hooked up to pump.